Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in their right leg, down to their calf in the past couple of months before the report. The patient had been changing programs but that hadn¿t helped. The patient mentioned they had been noticing it mostly during the night time. No falls or trauma were noted to be related to the issue. The patient was redirected to their healthcare provider to have their implant and lead checked. Additional information received as healthcare professional reported that they were undetermined of the cause they attempted to reprogram the device and impedance test was within parameters. Patient was provided two new programs that provided vaginal stimulation. Both also created a small amount of leg stimulation. Patient instructed to run programs below level of sensation. If they did not help their bowel symptoms with out discomfort that they would consider a lead revision. Additional information was received from the patient. The patient reported that they had a fall in (B)(6) of 2017 and was experiencing uncomfortable stimulation. The patient stated that they had previously had issues with their right leg but had met with a manufacturer representative (rep) a week prior to report. The patient mentioned that they changed some settings and reprogrammed 2 of them. The patient noted that this had lessened the uncomfortable stimulation a little bit on the right leg, but since meeting with the rep they had been having a burning sensation going down their left side on their calf. The patient stated that it was not real painful but they were just worried it was going to hurt their legs. The patient reported that they had tried program 1 for 4 days and was not liking what it was doing so they went to program 2. The patient had done that for 2 or 3 days, but the burning was making them nervous that it was going to do damage to their legs. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the stimulation in the leg and down the calf was "probably lead wires have moved." The steps taken to resolve the stimulation issue was the patient met with their manufacture representative (rep) on october 25 who changed their programs. The new programs are now causing other issues and the patient will probably have to replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was having trouble with their low back. Patient had trouble with their back for years, but it had increased and was in the area of the device. Patient's device was not working and was turned off because their leg was vibrating. Patient mentioned they were talking about if they should put in a new device at the end of the month. No further complications were reported.